Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing of noise. Noise resulted in pacing inhibition and the patient experienced arrythmia as a result. No intervention was performed. No other patient consequences were reported.